Event description:
It was reported during the trial procedure the scs lead showed invalid impedance values. The scs lead was replaced which resolved the issue.

Manufacturer narrative:
Evaluation: results: the 3086 lead and accessories were visually examined under the microscope no visual anomalies or damage was observed. Continuity testing was performed while twisting, bending, and stretching the leads and no anomalies were observed. All the channels measured less than 4 ohms as indicated in document (B)(4). The channels measured the following. Conclusion: the complaint: "invalid impedance" could not be confirmed; the lead as returned was examined under the microscope and no visual anomaly was observed. Lead passes all functional tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.